Event description:
It was reported by the customer that they received a no delivery alarm as well as a motor error alarm. Customer's blood glucose level at the time 95mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
The insulin pump alarmed for a motor error and for a software error during the rewind due to an out of phase motor encoder signal. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.